Event description:
It was reported that the procedure was to treat a lesion in the common iliac artery with heavy calcification. The absolute pro self expanding stent delivery system (sess) was advanced for direct-stenting; however, resistance was met with the vessel, and the sess could not be advanced or removed. It was noted that the stent appeared to be deployed. The sess was finally removed, and the stent was not deployed. After removal, no portion of the stent was exposed. Dilatation was performed and a new absolute pro sess was used to successfully treat the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. Additionally, a review of the cine revealed large calcium, which may have contributed to the difficulty to remove. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation the device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.